Event description:
It was reported that samples tested on an automatic biochemical analyzer using bd vacutainer® sst¿ blood collection tubes failed. The reagent needle was damaged due to the tube being bowed. Use of this batch was suspended and replaced it with other batches of product. No patient impact was reported.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were subjected to a visual inspection for bowed tubes; no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for bowed tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.